Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the depressed battery pins. It was observed there were two depressed data pins and two depressed negative battery pins on the back flex. The back flex was replaced through replacement of the rear case assembly to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, the device had depressed battery pins. There was no patient involvement.